Event description:
A report was received that the patient was having difficulty charging his ipg. The patient will undergo an ipg replacment.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted and a new ipg was implanted. The patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging his ipg. The patient will undergo an ipg replacement.